Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event. Two days later, the patient was discharged from the hospital. Three days after discharge, the patient was readmitted to the hospital for severe abdominal pain and was discharged one week later. The patient was home for one day and was readmitted to the hospital. During hospitalization, the patient was treated with several unknown antibiotics. During the third hospitalization, the patient¿s pd catheter was removed and the patient was transferred to hemodialysis. Twelve days after being readmitted for the third time, the patient was discharged home from the hospital. At home, the patient is being treated with bactrim oral (dose and frequency not reported). At the time of this report, the peritonitis was resolving and the patient was recovering from the peritonitis event. No additional information is available at this time. This is report 2 of 5 involved in this event.